Event description:
The caller reported a malfunction on the pump with a specific malfunction code, which was resettable. There was no reported impact on the customer's blood glucose level exceeding 500 mg/dl, as the caller declined to answer. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur afterwards. The customer was allowed to continue using the pump and advised to call back if any issues reoccur.